Manufacturer narrative:
Results of investigation the valve was not returned to st. Jude medical heart valve division for analysis. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion info reviewed from the valve's device history indicated the valve complied with st. Jude medical specifications at the time of manufacture. The cause of the "malfunction" remains unknown due to the fact st. Jude medical heart valve division has not received the explanted valve for analysis, or additional info which may have aided in this evaluation. Should the valve become available for analysis, this file shall be reopened for further investigation.

Event description:
The valve was explanted. A 27mm sjm heart valve was the implanted.